Manufacturer narrative:
The reported events of high pacing lead impedance and ¿wire could not be inserted into the lead¿ were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. A stylet could be fully inserted into the lead without any difficulty.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the physician noted difficulty with guidewire insertion, and the pacing impedance measurement was well above the acceptable limit. The procedure was successfully completed with a replacement lead. The patient was in stable condition.